Event description:
During the intraoperative period, patient experienced a sudden drop in blood pressure, heart rate, sv02, simultaneous with increased resistance to ventilation. Patient was positioned on andrews spinal table in prone position. Sudden change in status of patient thought to be related th chest pressure from positioning required by the table. Chest noted to be blanched for several hours post operativelyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: other. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - human factors, other, unanticipated adverse reaction - short term, other. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.